Event description:
It was reported that the pulse generator exhibited sensing anomaly on the atrial channel that resulted in inappropriate auto mode switch episodes. The patient was asymptomatic. No changes were made, as the device is nearing to elective replacement indicator, the patient will continue to be monitored normally.